Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, the teflon pad (tissue pad) in the grasping section was torn with a missing piece. The metal part of the grasping section is visible through the tissue pad. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the teflon pad of the device became loose. An unknown error message was received on the generator. A new device was used to complete the procedure. There is no reported harm or adverse impact to the patient.

Event description:
The procedure is therapeutic total laparoscopy hysterectomy. Event occurred in the middle of the procedure when the doctor was performing cut and seal and seal, with settings as seal and cut: 1 and seal: 3. The broken piece fell outside the patient. There was a delay of two minutes to the completion of the procedure as required to open a new thunderbeat device. The patient did not need to be given additional anesthesia. The device was inspected prior to use with no anomalies noted. The connection points to the generator were not inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
There is more information on the device evaluation. Customer has reported two events occurring on the same day, for the same device model number and issue. These events are captured in medwatches with patient identifiers( B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). Customer did not provided patient information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. The device passed the probe check. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the error and the intensive wearing of the tissue pad occurred by the following mechanism: 1. Seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It has been confirmed that the probe coating peels off if the device is handled as below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.